Event description:
It was reported that an ivc filter was placed two years and eleven months (prior to removal) for treatment of pe. CT of the abdomen seven days prior to removal, revealed the filter to be present, but several limbs extended through the wall of the inferior vena cava. CT of abdomen on the day of the removal, revealed the filter to be present, but a fracture limb is present posterior to the inferior vena cava with the cephalic tip abutting the inferior vena cava wall. No protrusion into the inferior vena cava is apparent. Removal of the device was uneventful and the pt was discharged home the day of the removal. No pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The result of the investigation was inconclusive as no sample was returned for evaluation. The current IFU (instructions for use) for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.